Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece. Visual inspection of the lead found external outer insulation abrasion that breached the outer insulation and exposed the outer coil, consistent with friction to the device can, proximal to the suture sleeve tie impression.

Event description:
This report is to advise of an event observed during analysis. Wear problem.